Event description:
It was reported that the implantable cardioverter defibrillator had an optivol event. Interrogation revealed that cardiac compass data was incorrect from day 1. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.